Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2016. From visual inspection the IV showed no visible defects. Buildup of residual dried chemical was observed in the tubing. Flow testing was performed. No visible leaks were observed from any of the component. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00026.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "leaking in the "inlet" side of the filter." Device operator was a patient. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.